Manufacturer narrative:
An event regarding size/fit issue involving a trident liner was reported. The event was not confirmed. Visual inspection of returned device indicated that slightly damage on articulating surface of liner. Material analysis engineer report indicated that damage observed on articulating surface of liner. Damage consistent with explantation also observed. No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. It was reported that the trial head was not moving freely inside of the liner. Material analysis engineer report indicated that damage observed on articulating surface of liner. Damage consistent with explantation also observed. Therefore, the event could not be confirmed nor could the root cause be determined because trials were not returned for evaluation. Material analysis engineer determined that the device was damaged during explantation and could not determine the device's condition out of the device. No further determination can be made since the device was returned damaged. If the additional information are received, this investigation will be reopened and re-evaluated.

Event description:
As reported: "when trialing heads in a tha with this liner implant, the trial head was not moving freely inside of the liner. The surgeon felt the head binding on the liner while moving through range of motion. This was attempted with a few different head sizes [rep reported that v40 trial heads with offsets of 0, +2.5, and +5 were used] with the same occurrence. A new liner was open to replace the [allegedly defective] one and the new one worked fine." Surgical delay: 10 minutes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported: "when trialing heads in a tha with this liner implant, the trial head was not moving freely inside of the liner. The surgeon felt the head binding on the liner while moving through range of motion. This was attempted with a few different head sizes [rep reported that v40 trial heads with offsets of 0, +2.5, and +5 were used] with the same occurrence. A new liner was open to replace the [allegedly defective] one and the new one worked fine." Surgical delay: 10 minutes.